Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The displacement test functioning properly. No moisture damage found inside the pump noted. The insulin pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.

Event description:
It was reported that the insulin alarmed motor error after the customer took a shower. It was stated that the customer wears an ocular device that has a magnet in it and she was not sure if it is affecting the insulin pump. The blood glucose reading at time of call was 131mg/dl. Troubleshooting was performed, and the drive support cap was protruded from the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.